Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Event date has been updated. Patient weight received.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that an exam experienced difficulties transferring between the imaging system and navigation system. The surgery was completed with a delay of 25 minutes. There was no known impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the archive for the navigation system was gathered, but an analysis has not been performed at this time.

Event description:
A medtronic representative reported that, while in a procedure, the an exam experienced difficulties transferring between the imaging system and navigation system. There was no known impact on patient outcome. No additional information was provided.